Manufacturer narrative:
The information regarding the occurrence of a dissection was corrected and it was confirmed that a dissection occurred in the proximal neck and etcf3636c49ej implanted as treatment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information received; it was reported the type iiia was deemed to be between the etcf3636c49ej and etbf3616c145ej device. It is now reported that there was no dissection observed, and that the limbs implanted during the procedure were non mdt devices. It was reported that both etcf3636c49ej and ettf3636c70ej obstructed the renal artery's when they were implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate was implanted as part of the chevar endovascular treatment of a 56mm abdominal aortic aneurysm. It was reported during the index procedure, the plan to deploy etbf3616c145ej in the left renal artery from just beneath the right r enal artery by chimney technique. A cannulation was performed on the left renal artery via the catheter inserted from the left arm. Though the catheter could be inserted, it came off since the catheter in the left renal artery hit the stiff wire when the wire was changed to the stiff wire. Due to several trials, the approaching from the left arm was abandoned. Secondly, cannulation was performed from the right leg to the left renal artery to deploy a non mdt bare metal stent. Subsequently, by the lift-up technique, the direction the part of the non mdt stent that protruded into the aorta was changed toward the proximal side, it couldn't work well since the proximal neck was strongly curved. Though it was compelled that the entrance part of non mdt renal stent was lifted up to the proximal side from the opposite side by using a balloon, it could not go well. . Finally, after the endurant was inserted to deploy two endurant proximal stent grafts, it was tried to lift up the renal stent to the proximal direction at the edge of the endurant proximal side fabric, it could not be lifted up well to the proximal direction. Thus, it was it was deployed according to the position of the left renal artery of the renal stent. The stent grafts were added to both the contralateral leg and the ipsilateral leg, and final contrast CT was performed. Though no leak was observed in the aneurysm, dissection developed since the blood vessel wall under the right renal artery was damaged when the non mdt renal stent was lifted up at the end of the proximal side of endurant. Therefore, a cuff of etcf3636c49ej was added according to the right renal artery. Since the overlap with the main device was not enough for 2 stents and type3a end leak was observed, ettf3636c70ej was added from the same position. Type3a end leak was resolved to complete the procedure successfully. However, the entrance of renal stent inserted in the left renal artery was blocked by the added cuff. As per the physician the cause of the event is user error. After inserting the endurant and deploying 2 stents of the endurant proximal stent grafts, the blood vessel wall under the right renal artery was damaged and dissection developed when it was tried to lift up the renal stent to the proximal side at the edge of the fabric on the central side of the endurant. No additional clinical sequalae were provided and the patient will be monitored.